Event description:
It was reported that when the tpn was being administered via the white lumen of the catheter placed in the male patient's right subclavian vein, the fluid was found back flowing up the grey lumen indicating a connection between the two lumens. As a result, the catheter was removed and a PICC line was placed. A delay was reported, however, there was no additional harm to the patient due to this delay. The administration of tpn in this patient was via IV infusion through a pump and 10ml syringe was used for flushing the line. The person decontaminating the line said that he may have caused a leak through one of the top of the lines, he thinks the white one near the luer connector, when he was trying to clean the blood out stating the pressure may have caused a hole but not sure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.